Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with reflin injection (dosage, route, frequency, and duration not reported) and tobramycin injection (80 milligrams, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). On an unreported date; peritoneal dialysis therapy was stopped and the peritoneal dialysis catheter was removed. It was reported that the patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.